Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to rupture of bilateral silicone gel breast implants. Mammogram for lump in breast revealed ruptured breast implants and further ultrasound confirmed it. Original breast implants were placed in 1984 but not at this location. MFR of breast implants unk.